Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case and lower case were broken. It was also noted that the battery release, heart block and lead flex cover were contaminated, side bail covers, ring cover, side bails and ring were missing, the battery contacts were compressed, the battery drawer was broken and the keyboard was scratched. (B)(4).

Event description:
It was reported the case is cracked. The device was returned for repair. The device was analyzed and tested out of specification. No patient complications were reported as a result of this event.